Manufacturer narrative:
The investigation has been completed. The device was not returned to olympus. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the electronic components of the front panel deteriorated and broke down due to repeated use as the device has been in use for more than 13 years.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility report was confirmed via troubleshooting ,and was advised that the device would need to be returned for evaluation. To date, no device has been returned. Olympus is attempting to gather additional information on the return. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that the clv-180 buttons are not working as expected. The reporter states that the lamp turns off and on when the air button is pressed. There was no patient involvement associated to this report.